Event description:
"The pt noticed the transfer set was leaking and the device needed to be replaced. The set was replaced two weeks before. The pt uses esterilium for disinfection of the area." There was no pt injury or medical intervention.